Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving unknown morphine (dose and concentration were unknown) via an implant infusion pump indicated for intractable spasticity. It was reported that the pump was ¿clogging¿ the patient¿s heart. Additional information received from an hcp reported that they needed the pump stopped. The hcp stated that the pump was causing the patient's heart to stop and they had been performing CPR on the patient for the last 15 minutes. Additional information was received from a company representative (rep) that reported the patient had been intubated and they had stopped the pump. Further information received from an hcp via rep reported that there was a pocket fill. The hcp aspirated from the reservoir and was only able to aspirate 20 cc's of medication. The hcp had filled it with 40 cc's the day prior. The cause of the pump causing the patient's heart to stop/"clogging" the patient's heart was due to the pocket fill. The patient was receiving medical care in the intensive care unit (ICU). The pump remained in the patient. The event resolved. The patient's weight at time of event was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from the company representative (rep) stating that the pump was alarming after a temporary stop was done and he wanted to silence the alarm. The rep mentioned that the pump was stopped following a pocket fill by another rep and it was a day or so after the refill. However, the company representative (rep) did not know the date of the pocket fill or when the pump was stopped. They were discussing permanently turning off the pump. The technical service (ts) did confirm an eri alarm was active as well as the "tube set" alert.